Event description:
Boston scientific received information that this pacemaker displayed high out of range right ventricular (rv) pacing impedance measurement. An rv lead revision was performed. Additional information indicated that the rv lead was suspected for insulation damage and was noted of a discoloration on the proximal part of the lead. However, the cause of the high out of range pacing impedance measurement was not determined. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.